Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified and the root cause could not be determined.

Event description:
A customer contacted stryker to report that the defibrillation tolerance of their device was out of range. As a result, wrong defibrillation therapy would have been provided, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the defibrillation tolerance of their device was out of range. As a result, wrong defibrillation therapy would have been provided, if needed. There was no patient use associated with the reported event.